Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.